Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the amplatz extra-stiff support heparin coated wire guide was found to have a frayed tip upon opening the package. It did not make patient contact, and the procedure was completed with another device. There were no injuries or additional procedures reported.